Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their upper teeth are still crooked, their front tooth is out some and their left tooth is still popped out. They also reported that their teeth have yellowed. They have no pain from the yellowing of their teeth. They have an upcoming appointment for a cleaning at their dentist. Patient provided requested photo showing end of treatment is not met for the upper teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.